Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder, or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal spotting, vaginal mesh erosion requiring two mesh revisions, vaginal discharge, problems with defecation and constipation, pelvic pain, stress incontinence, chronic constipation, dyspareunia, blood discharge with additional exposed mesh at the vaginal apex through the entire cuff, exposed mesh to posterior cul de sac requiring laparoscopic apical vaginal mesh revision, cystoscopy with bilateral ureteral stent placement and bilateral salpingo-oophorectomy. Vaginal discharge continued with recurrence of mesh exposure requiring an additional mesh revision. The patient was diagnosed with obstructing rectal cancer, underwent a laparoscopic loop ileostomy and subsequent placement of a smartport for venous access. She continued to suffer from nausea, vomiting, gastroparesis, weight loss with subsequent peg tube placement, peg tube dislocation, peritonitis from gastric perforation requiring repair, revision of g-tube, conversion of g-tube to gj-tube, sigmoidoscopy with diagnosis of upper rectal tumor, laparoscopic lysis of adhesions, laparoscopic low anterior resection and laparoscopic mobilization of splenic flexure for mid rectal cancer. She had additional sigmoidoscopies with placement of rectal drains.